Event description:
It was reported that during the inspection of the device, the head end is too loose and cannot be locked. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device was evaluated and repaired by user facility. Coding provided reflects the user facility eval report. Eval result: articulating head piece.